Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer went through troubleshooting and received another motor error alarm. The customer was able to rewind the insulin pump. While on the call yesterday her blood glucose level went from 90 mg/dl to 49 mg/dl. The customer brought up her blood glucose level to 120 mg/dl with orange juice. The customer went through packs of batteries while troubleshooting for the motor error alarm. The customer received a low battery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.